Event description:
It was reported that the customer¿s charging pad did not charge the ilet, and the customer had been using a different phone charger to charge the device; a replacement charger and cable were arranged for overnight shipment. Customer care provided assistance with replacement of suspected accessories. Investigation of this case revealed a failure to charge attributable to the charging pad or cable. No adverse clinical symptoms associated with the defective charger reported. Outcomes included replacement supplies shipped. It was concluded that replacement of the charging accessories was warranted and that the customer would follow up if charging issues persist.